Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and the battery gauge was fluctuating. Additionally, it was reported that "automated boluses not giving correct amount of insulin". There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.